Event description:
It was reported the patient was experiencing retention and had to be catheterized after neurological surgery last evening. Stimulation was not turned off. The implantable neurostimulator was used for contractions and frequency. The patient was admitted to the hospital at the time of this report. Refer to manufacturer report # 3004209178-2012-08718.

Manufacturer narrative:
Product ID 3889-28, lot# v557258, implanted: (B)(6) 2011, product type lead product ID 3889-28, lot# v237346, implanted: (B)(6) 2009, explanted: product type lead product ID 3037, serial# (B)(4), product type programmer, patient product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).